Manufacturer narrative:
Software 3.0d. On the event date dec. 27, 2021. Customer returned device for an alleged noise rewind, unresponsive button keypad, battery not last long and blank display. Device passed stop current, run current, self test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime or a33, excessive no delivery test and displacement test. Device functioning properly. No noise anomaly, no rewind anomaly, no failed battery alarm, no blank display and no keypad unresponsive during testing. All button function properly noted. Device history download using thds was successful. However, no primary alarm and date and time of alarm on the event date. Device was cut or open and inspected no moisture damage or component damage found inside the device. Test reservoir lock properly inside the reservoir tube. The following were noted during visual inspection: cracked reservoir tube lip. Device passed required testing. Device functioning properly during testing. Not confirmed noise anomaly, rewind anomaly, failed battery alarm, and blank display. All button function properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump's screen was blank after battery change. Customer stated that battery was not lasting more than 7 days. Customer stated that the escape button was less responsive. Customer stated that pump was rewinding louder. Customer stated that pump was having the auto set reset on its own without the customer's action and lost settings. The insulin pump will be not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.